Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported advantage system blood glucose results of 100 mg/dl and 200 mg/dl within 10 minutes. She reported both results were from the same dosed strip. Reported no adverse event. A request was made for the return of the meter and strips.